Event description:
The customer reported a false negative reaction of one donor sample with seraclone anti-s. The customer has sent us the affected donor sample but not the allegedly defective sample. Therefore the donor sample was tested with the retained sample of seraclone anti-s. The sample reacted negatively. The sample was also tested with a monoclonal anti-s reagent of a competitor and also showed a negative reaction. Furthermore the sample was tested with a polyclonal reagent and reacted positively. Due to this discrepant test result the sample had been sent for molecular typing to an external laboratory. The donor sample was not suited for molecular typing. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-s functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative reaction of one donor sample with seraclone anti-s. The customer has sent us the affected donor sample but not the allegedly defective sample. Therefore the donor sample was tested with the retained sample of seraclone anti-s. The sample reacted negatively. The sample was also tested with monoclonal anti-s reagent of a competitor and reacted also negatively. Furthermore the sample was tested with a polyclonal reagent and reacted positively. Due to this discrepant test result we sent the sample for molecular typing to an external laboratory. We are still waiting for the result. Testing of the quality control laboratory confirmed the corrected function of the allegedly defective lot of seraclone anti-s. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.